Event description:
It was reported that the device had a blockage alarm was triggered when administering bolus. The event occurred while in patient use at the facility, and there was no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. As a result of checking the log, it confirmed that there was a record of the high-pressure alarm occurred during pump operation. However, functional testing could not duplicate the reported issue. Preventively, the downstream sensor seal was replaced and the downstream sensor re-calibrated. A cause could not be determined as the issue could not be duplicated.